Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to bipap device's sound abatement foam. The patient alleged lung cancer. The patient alleges that the device is making a whining sound and is noisy. The patient did not report receiving any medical intervention. This notification was reviewed by the pms clinical expert due to patient reporting of lung cancer. The reported event is assessed as serious injury but not related to the device as per dreamstation 1 hhe. Therefore, the device did not cause or contribute to a serious injury or death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 was updated in this report.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused lung cancer. The patient alleges that the device is making a whining sound and is noisy. The patient did not report receiving any medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section(s) b3 and g3 have been updated to reflect the new bad/event date.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused lung cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.